Manufacturer narrative:
(B)(4).

Event description:
The consumer reported a twitching feeling in her buttocks in (B)(6) 2015. It was also noted that the implantable neurostimulator (ins) turned in (B)(6) 2015 and symptoms returned. The patient was scheduled for a revision on (B)(6) 2015. The patient was wondering how to turn the ins off for surgery. She was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up is being conducted to obtain the cause of the device turning and the resolution of the symptoms. If additional information is received, a follow up report will be sent.